Manufacturer narrative:
Block g3: medwatch # mw5095905 block h6: problem code 1074 captures the reportable event of balloon burst. Block h10: investigation results visual examination of the returned complaint device found the balloon was torn circumferentially. No damages were found on the catheter of the device. This failure is possible from interaction with the scope and other sharp devices during procedure could create friction on the balloon, causing it to appear to burst and generating the reported issue of the balloon tearing circumferentially during the procedure. Therefore, the most probable root cause is adverse event related to procedure because, the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon could not be inflated because it busted. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Report source: medwatch # mw5095905. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon could not be inflated because it busted. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.